Event description:
The customer reported the system would not procedure x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the collimator and other parts need to be replaced due to oxidation from water ingress. The parts are on order. The system operates as intended.